Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000 ml evacuated containers were broken and the outside of the box was not damaged. This was observed when the case was received and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual devices and were received for evaluation. A visual inspection was done which observed the two (2) samples were damaged/broken inside the shipper carton. However, there was no damage noted on the returned shipper carton. No functional tests were performed as this issue was determined visually. The reported condition was verified. The cause of the damaged/broken bottles was determined to be due to the shipping/delivery process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.